Event description:
The biomedical engineer (bme) reported that the multigas unit gave "line block error" and "gas device error" messages despite letting the unit warm up and replacing the water trap. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit gave "line block error" and "gas device error" messages despite letting the unit warm up and replacing the water trap. They also tested the unit on other bedsides and the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: bsm-6701a. Serial #: (B)(6). Device manufacturer data: 09/08/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave "line block error" and "gas device error" messages despite letting the unit warm up and replacing the water trap. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave "line block error" and "gas device error" messages despite letting the unit warm up and replacing the water trap. They also tested the unit on other beds, and the issue persisted. The issue was found during setup. Investigation summary: the reported device was sent in for evaluation and repair. During the evaluation, no physical damage or fluid intrusion was observed. The total operating hours recorded were 13,796. The reported issue was duplicated and confirmed during testing, using a bsm-6000 series with visia2 software. The root cause was determined to be an internal pump or module failure. Nihon kohden will continue to monitor and trend similar complaints. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: bsm-6701a. Serial #: (B)(6). Device manufacturer data: 09/08/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.